Event description:
The customer reported a leak when using the coulter act 5 diff cap pierce (cp). The customer reported results could not be saved for the controls. The customer opened the unit and found the bath cover had fluid on top the bath, and the probe was leaking. The customer could not locate the source of the leak. The leak was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and found disconnected tubing on the rinse block that caused the leak. The fse trimmed and reattached the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).